Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/20/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data revealed drastic voltage drops, indicating short battery life. No related alarms were emitted during testing. All current draws did not measure within specifications. The pump case was removed and evidence of moisture ingress was found on the power circuit and other internal components.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. It was reported that the pump battery life did not last as long as expected. The battery was changed; however, the issue of short battery life recurred. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.